Event description:
It was reported that the pump was not vibrating for alerts/alarms. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.